Event description:
It was reported that the patient presented in clinic after receiving a vibratory notifier for low pacing lead impedance. Sensing had been variable and showed a decrease. Also noted were a few vf episodes due to noise. Device returned to sinus prior to therapy delivery. The patient is young and had been lost to follow-up, and stated he had not had any recent surgeries or treatments. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).